Event description:
It was reported that monopolar electrocautery was used during a surgical procedure performed on the pt. Device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The surgeon decided to replace the implant at the time of the surgery.